Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015 the patient experienced blood glucose (bg) values ranging from 1.4 mmol/l with unspecified hypoglycemic symptoms to 18.9 mmol/l with trace ketones associated with an inaccurate delivery issue. It was reported that there were extra boluses recorded in the pump that the patient received unintentionally and there was a change in the patient¿s basal rate noted. Reportedly, the patient received extra boluses between the hours of 9:00pm and 10:21pm and their bg was 1.4 mmol/l at 10:00pm. The reporter stated that they self-treated and continued to monitor throughout the evening. Reportedly, the patient¿s bg was 18.9 mmol/l at 8:00am. At the time of the call, it was also reported that the patient¿s basal rate had been accidently changed from 1.3 units/hour to 1.45 units/hour at 00:00 and in there was a 0 unit basal rate observed in the history. Reportedly, the patient discontinued the insulin pump. The reported 18.9 mmol/l with trace ketones does not meet the criteria for a serious injury. It was unclear if use error in changing the patient¿s basal rate was a contributor to the alleged low bg. This complaint is being reported because the patient allegedly experienced hypoglycemia due to extra boluses being delivered to the patient without user intervention.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2015 at 07:16, and the last bolus delivery occurred on (B)(6) 2015 at 10:21pm. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. A (B)(6) unit bolus was performed successfully and accurately recorded to the pump histories. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No un-programmed boluses occurred during testing. The keypad was undamaged and there was no evidence of keypad button hypersensitivity; all keypad buttons responded normally. No defects were found on investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).